Event description:
Medline sure snap safety needle 25g x 5/8, ref# ssn100253, lot# 89721120001, exp [redacted date]. When this rn was attaching needle to injection when sheath bent back and snapped off, leaving the needle exposed. Needle removed without injury and replaced. Inject given without issue.